Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/7/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: a failed suture needle was submitted to fractographic evaluation. The components were identified as product code vcp713d. It was requested that assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - vicryl¿. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 275 ¿g/m.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: please clarify if the needle broke into separate pieces or if the entire needle separated from the suture. No further information is available. Procedure name? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - vicryl¿ active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 275 g/m.

Event description:
It was reported by a sales rep that, during an unknown surgery, the needle was broken. No broken pieces fell into the patient. Further details are not provided from the hp. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. (B)(4). It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During use on the patient the needle was broken. No broken pieces fell into the patient. There were no patient consequences reported. Additional information was requested.